Event description:
Complaint was submitted via medwatch report. It has been reported that the procedure was being performed on a (B)(6) female pt weighing (B)(6) with a history of end-stage renal disease on hemodialysis, anemia of chronic renal failure, renal osteodystrophy, hyperkalemia and renal failure due to chronic glomerulonephritis. The catheter is described as an arrow cannon ii plus 15fr x 55cm. The description of the event states: the pt is on hemodialysis 3 times a week. She has a history of difficult dialysis access. She presented to the outpatient dialysis unit on (B)(6) 2011 and it was noted that the catheter in the left femoral area was draining a significant amount of serious fluid and was only partially functional so she left the dialysis center and was not able to complete her treatment. She then went to the nephrologist office and he removed the left femoral catheter and inserted a right catheter in his office. The pt was admitted to the hospital on (B)(6) 2011 with altered mental status. The pt was hallucinating, was agitated, confused and so she was seen by a psychiatrist who said it was dementia, as well as some component of psychosis and appropriate meds were ordered. The pt remains hospitalized. The pt was on a broad spectrum of antibiotics because of suspect of infection. These were discontinued after all cultures came back negative. The pt has a history of bilateral dvt associated with femoral vein percath. Relevant tests performed: on (B)(6) 2011, a right thigh ultrasound was performed - medial right thigh fluid collection, similar to a prior study from (B)(6) 2011 representing likely abscess versus hematoma. On (B)(6) 2011 blood cultures x 2 were obtained. All were negative for any growth. On (B)(6) 2011, a catheter site wound gram stain was done and it was negative also.

Manufacturer narrative:
Manufacture control no. 37222. Additional info from the user facility report #(B)(4). Brand name: arrow cannon ii plus. Other #: 15f x 55cm. Implanted date: (B)(6) 2011. Explanted date: (B)(6) 2011. Date user facility became aware: (B)(4) 2011. Report date: (B)(4)2011. Approximate age of device: 4 months. Report sent to FDA?: no. Location of event: hospital. Report sent to MFR?: yes (B)(4) 2011. Follow-up report will be filed if additional info becomes available.